Event description:
It was reported that the precise bipolar forceps instrument has a wire sticking out and was not identified during a procedure. No additional information was provided. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one grip close cable is fraying and is derailed at the distal idler pulley. The cable derailment is most likely due to the cable losing contact with pulley during wrist articulation. The fleet angle between proximal and distal pulleys may have also contributed to derailment. The fraying may be the result of additional friction against the distal pulley's shaft caused by the derailment. Electrical continuity passed. Engineering also observed the distal end of main tube has deep scratches and a 3.250" long section with material removed on one side of the tube. The damaged areas are parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damages were most likely caused by a combination of a cannula accessory and instrument collisions. No other damage found. Additional investigation is underway regarding the cannula accessories. A follow-up MDR will be submitted if additional information is received. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.